Manufacturer narrative:
H6: the device was evaluated by ventec who downloaded its electronic records for analysis where ventec observed that the device had previously alarmed due to low pressure, as well as provided other non-critical alarms. During testing, however, ventec was unable to duplicate the reported low pressure alarms or any other alarms that had been previously logged. Ventec observed that the device successfully maintained peep (positive end expiratory pressure) and pressures without failure or alarms. The user of the device is a heavy smoker who is known to smoke in their home. Ventec opened the device in order to perform a visual inspection and noted the smell of cigarette smoke from inside the unit, as well as discoloration of the blower plastic, as well as other components. Ventec recommended that all contaminated parts be replaced, however, ventec advised the customer that the service would be billable because they failed to follow the clinical manual. The vocsn clinical and technical manual [p. 166] states "it may be necessary to replace the internal bacterial filter more often in some environments, such as those with cigarette smoke. Vocsn may fail its pre-use test if the internal bacterial filter becomes heavily contaminated." The customer decline further service and the device was returned to them unrepaired. Based on the information available, the investigation concluded that the likely cause of the reported issue was user error to due a failure to properly maintain the device.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was "having an issue holding pressure." No further information was provided. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient and the reported issue; however, no response has been received.